Event description:
It was reported by service report that the lower base tube spacers are cracked. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Lower base tube spacer.